Manufacturer narrative:
A complete lead was returned in 2 segments. Final analysis found lead insulation degradation at 4.5cm from the connector pin. External insulation abrasion was noted at 12.6cm to 13.0cm consistent with friction to another device or feature of the patient¿s anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited increased threshold after an unrelated procedure. It was suspected that the lead was damaged. The dependent patient presented for lead revision procedure on (B)(6) 2018. A temporary pacing lead was used during the procedure. The lead was explanted and replaced. During right atrial lead explant, the physician noted that the insulation of the right ventricular lead starting to come off. The right ventricular lead was also explanted and replaced. The patient was discharged home the next day.

Manufacturer narrative:
Correction: this supplemental report is to correct the initially submitted report to include the manufacturing date.